Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that there were difficulties to rotate the screw of the pph01. Another instrument was used to complete the case. There was no consequence to the pt.